Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on compact plus meter, compared to home health nurse's meter, within 10 minutes: lo (<10 mg/dl) on compact plus meter and 127 mg/dl on home health nurse's meter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.